Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: can you explain ¿suture had been entire retrieved¿ after 10 days? The thread was intact when it has been removed. What was the surgeon opinion regarding absorption time of the suture? The pharmacist has informed the bq that the plastic surgeon who used this thread to close the scar (mammary and abdominal) in plastic surgery (aesthetic and reconstructive) have not experienced this type of incident (the resorption of this thread being announced at 100 days). So the obstetrics department wonders is this sutures are adapted to the closure of scar cesarean. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the tissue location of the placement of suture? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was suture initially placed (interrupted or continuous)? What medical intervention was performed? Was the scar reclosed? Will product be returned, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was anything used to close the skin layer? What is the patient current status?

Event description:
It was reported that a patient underwent a caesarian procedure on (B)(6) 2018 and suture was used. The patient experienced inflammatory reaction and/or infectious reaction leading to scar reopening 10 days post procedure. An additional procedure was performed, and the subcutaneous suture was retrieved intact without any resorption. The patient was treated with local wound care of the scar. Additional information has been requested.